Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/2/2024, it was reported by a sales representative via sems(B)(4) that (qty. 3) of an ar-3740sp double loaded knotless knee fibertak anchor had a repeated failure during use. The surgeon attempted to use the anchor on three separate occasions for the same case, encountering various issues each time. During the first attempt, the anchor failed when pressure was applied directly perpendicular to the anchor, causing it to dislodge from its position. Subsequently, on the second attempt, incorrect placement resulted in the locking of the loop inside the anchor, leading to failure upon application of force. Finally, during the third attempt, the customer tightened the second loop before pouring the anchor, resulting in another failure. The surgeon opened up a fourth one, which worked with no issues. The customer stated that there were no adverse impact on the patient. Additional information was received on 5/8/2024: this was discovered during a let procedure on (B)(6) 2024. The failure that occurred after the second blue loop was tightened in the third attempt was the anchor pulled out. The case was delayed 30 minutes. No anchors broke, and no adverse effects on the patient were reported.